Event description:
The device was used during a laparoscopic watson procedure. Reportedly, the instrument insertion through the trocar was difficult and the product produced shavings. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.